Event description:
It was reported that both complete and incomplete perforations were experienced. No adverse consequences were reported.

Manufacturer narrative:
There were 2 perforator drills associated with this complaint. Testing completed on product for the same lot failed to replicate the issue was reported. The definitive roots cause for the alleged malfunction could not be determined.